Event description:
Information received from the field does not address the patient's clinical status but notes that the device would not communicate and there was no magnet response. The device was tracking at a rate of 70 ppm and output was still observed. The battery impedance was 1 kohm.